Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The user interface holder, inspiratory pipe and battery module were replaced, a new emc absorber kit was installed and the logs were downloaded. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the ¿mr environment agreement¿. Additional information regarding the usage of the ventilator at the time of the event was requested from the user facility. It is not known that a safety line was present in the MRI room, the therapist believed that the ventilator was not placed too close to the MRI scanner inside the safety line. The wheels were not locked as they were moving the ventilator and the ventilator was not strapped to the wall. Previous investigations of similar complaints have shown that the ventilator can be attracted to the MRI scanner if the wheels are unlocked and the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in MRI environment.

Event description:
It was reported that the ventilator was attracted by MRI. There was no patient harm. Manufacturer ref. #: (B)(4).